Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving hv therapy, inappropriate hv therapy due to undersensing was observed. Programming changes were made. Patient was fine.